Event description:
The report received indicated that the physician tried to use an atw guidewire; however, the physician identified that the tip did not rotate. Consequently, the physician exchanged the device for a competitor's guide wire. Several attempts requesting add'l info were made; however, no add'l info was obtained. The prod was returned for eval, and the analysis identified the distal coil segment displaced distally creating a 1.5mm stretched region.

Manufacturer narrative:
During an interventional procedure, an atw steerable guidewire "did not rotate" at the tip. The wire was replaced without pt injury. Multiple attempts to obtain add'l clinical and procedural details were unsuccessful. Analysis of the returned guidewire found kinks and bends in the guidwire, as well as stretched distal coil wraps. The specimen did not present any indication of mfg defect or anomaly. With the exception of the damage found, the specimen was visually and dimensionally correct. The complaint narrative did not provide much in the way of procedural info beyond "when the physician tried to use the guidewire he hound out the tip did not rotate". Analysis confirmed the tip did rotate, but control was minimal due to bend damage to the shaft. The stretched coil wraps in the distal segment were indicative of a constraint condition. Based on the evidence presented by the sample article and the complaint documentation, it appears that procedural, and or clinical factors may have contributed to the event as reported. Without further info or evidence, further assignment of the root cause of this event is subjective and inconclusive. All evidence indicates that the prod met specification prior to shipment.